Event description:
It was reported that during the beginning of a prostate procedure the fiber had a cap detachment at 226, 725 joules. It is unk whether the cap detached inside or outside the pt. No further info was available.